Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. However, artifacts noted on the episode s-ECG match the pattern of entrapped air escaping the device header through the seal plug.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode two days post-implant, in 2019. The episode showed an artifact consistent with entrapped air escaping the device header through the seal plug. Current device data shows no further artifact. As the air issue was resolved, no further actions were recommended and no changes to programming were needed. No adverse patient effects were reported. The device remains implanted and in service.